Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 551 mg/dl. Customer treated high blood glucose level with bolus using insulin pump. Customer declined troubleshooting for high blood glucose. Customer completed rewind process. Insulin pump did pass self test and displacement test. Customer also reported cracked at railings. The insulin pump will not be returned for analysis.